Manufacturer narrative:
(B)(4). Batch n93876. The device was received in good physical condition. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. The device was disassembled to inspect internal components. It was found that an internal component was misassembled, affecting the functionality of the device. It is likely that this issue occured during our manufacturing process. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopy hysterectomy procedure, the generator said replace instrument two times. The surgeon requested ligasure to complete the case. There were no adverse consequences for the patient.